Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to noise and oversensing. This patient was admitted to the hospital. Clear noise artifacts were observed during manipulation. Technical services (ts) was consulted and suspects there could be a pocket fracture of this electrode and recommended performing xrays in a standing position. Ultimately, the physician is having therapy turned off and this patient will possibly have a change out to a cardiac resynchronization therapy defibrillator (crt-d). Additional information is being requested from the field. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to noise and oversensing. This patient was admitted to the hospital. Clear noise artifacts were observed during manipulation. Technical services (ts) was consulted and suspects there could be a pocket fracture of this electrode and recommended performing xrays in a standing position. Ultimately, the physician is having therapy turned off and this patient will possibly have a change out to a cardiac resynchronization therapy defibrillator (crt-d). Additional information is being requested from the field. No additional adverse patient effects were reported additional information was obtained confirming the system remains off and electrically abandoned; a competitive system was implanted.